Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set occluded during the lipid infusion. The following information was provided by the initial reporter: "IV pump where lipids were infusing continued to beep occluded. PICC flushed easily and had good blood return. Tpn that was also infusing in same lumen at faster rate had no issue infusing. Lipid tubing changed and problem resolved."

Manufacturer narrative:
The following fields were updated due to possible lots: d4: medical device lot #: 21085579 . D4: medical device expiration date: 12aug2024. H4: device manufacture date: 12aug2021. D4: medical device lot #: 21085580. D4: medical device expiration date: 13aug2024. H4: device manufacture date:13aug2021. D4: medical device lot #: 21085412. D4: medical device expiration date: 10aug2024. H4: device manufacture date: 10aug2021. D4: medical device lot #: 21085413. D4: medical device expiration date: 11aug2024. H4: device manufacture date: 11aug2021. D4: medical device lot #: 21085579. D4: medical device expiration date: 12aug2024 . H4: device manufacture date: 12aug2021. The following fields were updated due to additional information: d10: device available for eval yes., d10: returned to manufacturer on: 2023-01-30. H6: investigation summary 9 samples model 10010453 were returned for investigation. The customer complaint that the tubing was occluding could not be replicated. The root cause could not be determined because the issue could not be replicated. A DHR was performed for the possible lots: a device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085580 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085412 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085413 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10010453 lot number 21085579 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set occluded during the lipid infusion. The following information was provided by the initial reporter: "IV pump where lipids were infusing continued to beep occluded. PICC flushed easily and had good blood return. Tpn that was also infusing in same lumen at faster rate had no issue infusing. Lipid tubing changed and problem resolved."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.